Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: the customer reported tubing came off at the drip pump, and returned one used sample and a photo. The sample was separated below the drip chamber, and the complaint is verified. The root cause is traced to lack of solvent applied during assembly. Manufacturing is aware of the issue and has checked into it. Device history record review for model 2426-0500 lot number 22103678 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 31oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Manufacturing is aware of the issue and has checked into it. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite infusion set separated. The following information was provided by the initial reporter: the tubing came off the drip pump. This was no use a patient.